Event description:
It was reported that while using discrepant results were obtained by the customer. A lab test was used to confirm the results. There was no report of patient impact. (B)(4). The following fields were corrected with additional information: " problem description: the customer stated that when they took the test, they all came back positive but when they went to a lab to get tested it said they were negative. "

Manufacturer narrative:
The customer's address is unknown. (B)(6) USA has been used as a default. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using discrepant results were obtained by the customer. A lab test was used to confirm the results. There was no report of patient impact. (B)(4). The following fields were corrected with additional information: " problem description: the customer stated that when they took the test, they all came back positive but when they went to a lab to get tested it said they were negative. "

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that alleges the bd veritor at home covid-19 test (material # 256094), batch number 2006646, ¿had a positive result however the pcr test was negative.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for false negative.